Event description:
Follow-up identified surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced itching, generalized hives, migraines, and face swelling one week after implant procedure. Reportedly, an allergy kit was ordered with test results returning back positive for multiple components of the system. As a result, the patient requested a system explant as the next course of action to address the issue.